Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use injections as backup insulin therapy, and technical support arranged warranty replacement pump.